Event description:
It was reported that during a liver biopsy, no tissue was obtained and the tissue chamber became exposed after the first insertion. The needle was replaced with another of the same size to complete the procedure.

Manufacturer narrative:
The device history records were reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed showing always quality acceptance throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards the problem described. The sample was misplaced by the facility. Therefore, a sample evaluation could not be performed. The complaint is inconclusive. The root cause could not be definitively determined based on the available info. However, a gap at the sample notch would prevent the device from cutting and obtaining a sample. The investigation concluded that loose stylet hubs were the result of a combination of factors, mainly supplier related. Multiple corrective and preventive actions have been implemented. The current IFU states: precaution: before using, inspect the needle components for damage. Do not use if the needle components are damaged. Precaution: if collecting multiple samples, inspect the needle for damaged point, bent shaft or other imperfections after each sample is collected. Do not use if any imperfection is noted.